Event description:
It was reported that the intracavity c9-4v transducer had physical damage to the lens, resulting in exposed metal underneath the lens, dead elements, and failed transducer testing. The transducer was associated with the clearvue 550 ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, during preventative maintenance, and no patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.